Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test and alarmed for a compromised force sensor system during the prime test, due to a loose and flush drive support disk. The insulin pump passed the operating currents test, self test, reset error test, and displacement test. The occlusion test and excessive no delivery alarm test could not be performed due to the alarm for the compromised force sensor system. The insulin pump had a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot, and minor scratches and cracks to the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 180 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.